Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by about 25mm. Additionally, the distal handle was detached from the outer sheath, which is consistent with excessive tensile force having been applied to the device. Functionally, it was possible to partially deploy, reconstrain, and then fully deploy the stent without issue. No other issues were noted with the device. The condition of the returned device was consistent with the complaint event. The most probable root cause is considered to be related to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure within the duodenum on (B)(6) 2010. According to the complainant, while attempting to deploy the stent, resistance was felt and the handle broke. The procedure is currently listed as not having been completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received since (B)(4) 2011. The procedure was not completed because no other stents were available.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure within the duodenum on (B)(6), 2010.according to the complainant, while attempting to deploy the stent, resistance was felt and the handle broke. The procedure is currently listed as not having been completed.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.